Manufacturer narrative:
Title: outcomes after acute peritoneal dialysis for critical cardiorenal syndrome type 1 source: cardiorenal med 2021;11:184¿192. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, the aim of the study was to demonstrate the outcomes of peritoneal dialysis (pd) in critically ill cardiorenal syndrome type 1 (crs1). A cohort of 147 patients with crs1 who received pd from 2011 to 2019 in a referral hospital in thailand was analyzed. Flexible-coiled pd insertions (quinton percutaneous insertion kit) were performed by nephrologists using a percutaneous bedside technique without imaging guidance. The primary outcome was 30-day in-hospital mortality. The overall 30-day in-hospital mortality rate was 73.5% (108 out of 147). There were 108 deaths in total, 5.6% of the dead patients hadpd peritonitis, 2.8% had malposition needed revision, 6.4% had pd leakage and 4.6% had pd technical failure - switched to ihd/crrt (intermittent hemodialysis/continuous renal replacement therapy).